Manufacturer narrative:
On 12/23/2013 the complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) - inflation cuff would not maintain pressure. Found loose pipe thread adapter on pressure regulator assembly. Tubing tension caused fitting to vibrate loose. Retightened and re-routed tubing to release tension. Repackage for refurbished inventory. On 01/23/2014, the DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint a review of console history s/n (B)(4) was performed during the months of 07/13/2013 through 12/13/2013 and showed that this was the(B)(4) complaint reported originating from this console. No significant trend was observed. The complaints database was reviewed during the months of 7/13/2013 through 12/13/2013 and showed that this was the (B)(4) complaint reported from this facility. No significant trend was observed.

Event description:
Inflation cuff will not stay inflated and the cutting turned off at 67 seconds.....